Manufacturer narrative:
Device is used for treatment, not diagnosis. Date of event was reported as (B)(6) 2013. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Event description:
During a podiatry procedure on an unknown date in (B)(6) 2013, the electric pen drive had no power. The electric pen drive was being used in combination with the hand switch and a 4m cable. The electric pen drive and hand switch were swapped out with the same type of product but still had no power. There was no spare cable available to swap with. A spare system, different from the electric pen drive, was available and was used to complete the procedure with no further problems and no harm to the patient. It is reported procedure was delayed approximately 10 minutes. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-04139.